Event description:
It was reported the patient felt stimulation in their toes since implant. Decreasing stimulation to get rid of the sensation causes the patient to lose therapeutic effect. Stimulation was uncomfortable and caused the patient¿s toes to fan out. The trial provided great results without toe fanning. X-rays had not been performed. Every programming combination had been tried. Increasing stimulation did not provide relief and made the patient sleep poorly. It was reported the patient felt stimulation in the leg and foot. Multiple reprogramming sessions were performed. The patient did not have greater than fifty percent symptom reduction. The stimulator was explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0am0l, implanted: 2013-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).